Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
It was reported that the adaptor (B)(4) was broken during set-up. Additional info was requested.